Manufacturer narrative:
The lead remains in service, with no intervention performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing. An ECG strip was submitted to technical services for review. Technical services recommended performing an x-ray to verify lead position. No new x-ray was done as the patient had already left the hospital. The device was otherwise functioning normally. Other lead measurements were within normal limits and it was suspected that the lead position had changed by a microdislodgement. The patient was to be checked the following week. However, the patient did not return for the follow-up. No adverse patient effects were reported.